Event description:
Related manufacturing reference number: 2017865-2022-10341. It was reported that during the implanting procedure of a dual chamber pacemaker, the right atrial lead was not sensing or capturing. Despite repeated attempts to reposition the lead, the same issues continued to occur. When the capture threshold suddenly spiked during the last repositioning attempt, the physician opted to simply implant a single-chamber pacemaker instead of the dual chamber one and with the atrial lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: b5 did not have the correct related manufacturing reference number.

Event description:
Related manufacturing reference number: 2017865-2022-10348. It was reported that during the implanting procedure of a dual chamber pacemaker, the right atrial lead was not sensing or capturing. Despite repeated attempts to reposition the lead, the same issues continued to occur. When the capture threshold suddenly spiked during the last repositioning attempt, the physician opted to simply implant a single-chamber pacemaker instead of the dual chamber one and with the atrial lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Corrected data: patient information should not have been included in section a in the previous MDR and the implant/explant information in sections d6a and d6b should not have been included as the lead was not installed.

Event description:
Additional information received indicated that the ra lead could not be implanted due to patient anatomy issues. The ra lead was not installed as the physician electively decided to implant a single chamber pacemaker (pm) on (B)(6) 2022 with a right ventricular (rv) lead to facilitate the patient needs.

Manufacturer narrative:
Corrected data: h6; correction report needed to make the ra a complaint. Conservatively as it was assumed to be on the patient's anatomy, and not confirmed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of no sensing and no capturing were confirmed. As received, a complete lead was returned in one piece. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event was due to internal shorts due to overtorque of the inner coil consistent with procedural damage.